Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The incident involved an unspecified plum cassette on an unknown date. It was reported that the customer has several concerns with the plum 360 tubing sets breaking and cracking. She is not sure which sets were involved. There is unknown patient involvement, and no harm was reported.